Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No root cause can be determined. Add'l info has been requested. (B)(4).

Event description:
A health insurance company reported that following intraocular lens (iol) implant surgery, a hole was noted in the lens. The company stated the pt experienced difficulties and iol was exchanged. Add'l info has been requested.